Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to lead migration issue. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.